Event description:
The pt contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. Medical affairs specialist called and left a message for the pt. A letter will be sent to pt since there was no response back. The pt had tested on their meter at work before their lunch break. The result was 78 mg/dl. They then ate a sandwich and had a beverage for lunch. Approximately half an hour later, they passed out and a co-worker called the paramedics. The emergency medical technician tested pt's blood glucose on their meter with a result of 20 mg/dl. They also tested pt on their meter at the same time with a result of 93 mg/dl. Although this is an invalid comparison, the pt's meter does not match their symptoms. They were given a shot of glucose. A few minutes later, the emergency medical technician retested the pt on their meter with a result in the 60s. The pt was not tested on their meter at this time. During troubleshooting, it was verified that the pt's meter was set in mg/dl units of measure and that it was coded correctly. Their test strips were in good condition and within the expiration date. Their testing technique was also correct. They did not have any control solution at the time of the call, and therefore, the qualtiy control check could not be performed. Based on the information provided, there is no indication that the product has malfunctioned or that there is use error involved. However, the pt did experience a serious injury, and at the time of the event, their meter result did not match the injury. It is reasonable to assume that the test performed prior to eating lunch may also have been inaccurate and led to improper treatment. Therefore, this case is reported as an adverse event. The pt was sent a replacement meter, test strips, and control solution. They also have a back up meter that they will use until they receive the replacement.